Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 17354097.

Event description:
It was reported that the patient developed an infection at the ipg site. It was unknown if the infection was device or procedure related. The patient underwent an explant procedure and was doing well postoperatively. The explanted ipg was discarded. No further information has been obtained despite good faith efforts.